Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients and orders were not crossing over. A technical support specialist (tss) dialed into the server, ran downtime query, found messages were crossing but not real-time, checked the heartbeat and confirmed that it was real time and was just 1 minute delay. The tss found all the provided patient list on the patient encounter system. The tss then collaborated with customer to investigate why the patient admissions were not crossing to the enterprise server. While all messages were initially visible, filtering based on a prior agent¿s example revealed only order messages and no admissions. The customer noted that affected patients appeared as place holders, indicating that orders were being received before admissions. After updating the admission status in the electronic medical record for another example which was on place holder status, the admission successfully crossed over. A second test attempt confirmed the root cause. The customer attributed the issue to a potential configuration error by new admission staff from active directory and approved closing the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, had patient and orders that were not crossing over. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.